Event description:
It was reported a physician completed a novasure endometrial ablation on (B)(6) 2014. Post procedure the physician performed a hysteroscopy and visualized a "perforation at the top of the fundus". No intervention was required.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. (B)(4).